Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle that blood is leaking from the rubber end after sample collection. This occurred in 6 devices. No patient impact.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: e.1.initial reporter addr 1: (B)(6) hospitals. H.6. Investigation summary: bd had not received samples, but 3 photos and 1 video were provided for investigation. The photos and video were reviewed and the indicated failure mode for sleeve leakage was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and the issue of sleeve leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage with the photo and video analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle that blood is leaking from the rubber end after sample collection. This occurred in 6 devices. No patient impact.